Event description:
On (B)(6) 2012, a nurse reported that the vns patient has suspected lead problems, that the lead may possibly be broken. The patient's generator was also reported to be at end of service. Clinic notes were received from (B)(6) 2012, which indicated that upon interrogation of the patient that day, high impedance was observed. The manufacturer's consultant reported that she reviewed the patient's programming history in the physician's handheld but the dates were incorrect due to handheld being reset (handheld date showed (B)(6) 2003, but the patient was not implanted until (B)(6) 2009). Diagnostics from the patient's visit showing high impedance were output=limit/dcdc=7. The patient's settings were output=1.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.75ma/magnet pulse width=250usec/magnet on time=30sec. The programming history database was searched and on (B)(6) 2010, a system diagnostics test showed high impedance with output=limit/lead impedance=high/dcdc=7/eri=no. System diagnostics on (B)(6) 2011, also shows high impedance with output=limit/lead impedance=high/dcdc=7/eri=no. The patient was left programmed on according to the programming history. A battery life calculation was performed which showed 5.71 years remaining until eri=yes. Attempts for further information have been made but have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's neurologist in 2010, when high impedance was observed, has since passed away. The patient's current neurologist has just started seeing this patient, the first visit on (B)(6) 2012, was when they first observed high impedance. The patient was referred to neurosurgery and it was unknown if x-rays will be taken. No patient manipulation or trauma occurred that could have caused or contributed to the high impedance. The patient underwent a full revision surgery on (B)(6) 2012. Intra-operative system diagnostics outside the generator pocket and inside the generator pocket showed the new vns system to be functioning properly with diagnostic results within normal limits. A portion of the old electrodes were left on the nerve with less than 1cm of lead remaining. The new electrodes were placed above the old electrodes. The patient's device was left disabled after surgery. Attempts were made for the return of the explanted products but they have not been received by the manufacturer to date for product analysis.

Event description:
Additional information was received on (B)(6) 2012, when the explanted lead and generator were returned for product analysis. Product analysis on the generator was completed on (B)(6) 2012. The reported "eos/eri" allegation was not duplicated in the pa laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(6) 2012. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Brand name; . Common device name; model #, serial #, lot #, expiration date; device manufacture date; corrected data: additional information was received which changes the product initially reported.